Event description:
It was reported that patient called with complaint that he was unable to squeeze his bulb because it was hard as a rock. He states that the physician was able to manipulate his device at his 4 week checkup, but when he went home he was unable to activate it. Patient liaison went over trouble shooting techniques with him to include (reboot/anti-stiction/burp) and he will try these maneuvers. He will contact patient liaison if he has further questions. Additionally he does have a follow-up appt with his physician on (B)(6) 2020.

Event description:
It was reported that patient called with complaint that he was unable to squeeze his bulb because it was hard as a rock. He states that the physician was able to manipulate his device at his 4 week checkup, but when he went home he was unable to activate it. Patient liaison went over trouble shooting techniques with him to include (reboot/anti-stiction/burp) and he will try these maneuvers. He will contact patient liaison if he has further questions. Additionally he does have a follow-up appt with his physician on (B)(6) 2020.